Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record for zimmer air dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a dermatome created a deep leg wound on a patient on (B)(6) 2019. The customer returned a zimmer air dermatome serial number (B)(6) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the poppet was stuck in the operating position and that the control bar was positioned below its normal position. Despite these issues though, the device was within calibration and motor speed specifications. Repair of the dermatome occurred the same day and involved and involved reassembling the poppet assembly with new o-rings to allow the poppet to move up and down as well as repositioned the control bar into the correct position. The technician then tested and verified that the dermatome was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the control bar was below the recommended position, which would cause the blade to not align properly on the device and potentially gouge the patient during use, it cannot be determined from the information provided as to what caused the control bar to fall out of position. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device has been returned to the repair center for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It has been reported that the device created a very deep graft that required sutures from the surgeon. The event timing was during surgery.